Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented to the clinic with a driveline power fault. The alarm was cleared and the patient remained in clinic for an hour. The patient's driveline was gently manipulated at different intervals but the alarm did not reoccur. The log file captured low flow events on (B)(6) 2020 and after clinical assessment, it was noted that the patient was hypertensive and changes have been made to medications. The low flow events occurred at times when pi was elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. Low flow alarms were also confirmed; however, the alarms were reportedly associated with hypertension, which was then treated. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hypertension could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The submitted log files contained data from (B)(6) 2020 and found that the pump operated at the set speed without issue. Transient low flow hazard alarms were captured on (B)(6) 2020 with elevated pulsatility index (pi) values. A driveline power fault alarm was triggered on (B)(6) 2020. After the driveline power fault alarm was cleared, it did not reoccur through the remainder of the log file data. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 1 provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. This section also provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" (under ¿what not to do: driveline and cables¿) contains information regarding how to care for the driveline. Section 5 outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jan2018. No further information was provided. The manufacturer is closing the file on this event.